Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: .014mm, sheath: 6f, proglide suture (x1). (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. After the first proglide suture was placed, a second proglide device was deployed successfully; however, during removal, a guide wire could not be inserted into the proglide sheath. A second guide wire, a coronary .014mm wire, was attempted and failed to insert. The proglide device was removed and the sheath was noticed to be kinked. Vein access was lost. The pre-placed suture of the first proglide device was used to close the 6f access site and achieve hemostasis. Reportedly, no access site imaging was performed prior to proglide use. Another access site was used to perform the procedure. The mitraclip procedure was completed. The new access site was closed with a figure eight stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink was confirmed. The guide wire insertion issue into the sheath was not confirmed. The loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.